Event description:
The facility representative reported a flo-gard infusion pump in which the "equipment not function". It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which the equipment not function was confirmed as a alarm f-38 by baxter service personnel onsite at the customer facility. The cause was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.